Manufacturer narrative:
The pictures were reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the biosense webster inc. (Bwi) product analysis lab, the evaluation will be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2024-00473 for product code d139501 (qdot micro¿ catheter). (2) MFR # 2029046-2024-00474 for product code d160903 (octaray mapping catheter).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and an octaray mapping catheter and char was noted on the catheter when it was pulled out from the patient. The ablation was conducted in the left and right pulmonary veins (pvs), and during left gap ablation, when the qdot micro¿ catheter was pulled out from the patient¿s body, char was confirmed to be attached on the proximal side of the irrigation section of the catheter. The ablation behavior was normal, and the irrigation flow was adjusted automatically by the ngen generator. There was no error message observed. There were no issues related to temperature and flow on the catheter. After the procedure was completed, when the catheter was pulled out from the patient¿s body, char was found that was attached on a part of the electrode of the octaray. There was no patient consequence. During the procedure, the output power suppression was not applied much. Bull¿s eye worked normally. The procedure was completed as it was. The patient exited the room as usual. The patient has not exhibited any neurological symptoms. During the procedure, the patient was anticoagulated with heparin. Activated clotting time (act) value was not known. There was no comment from the physician about the amount of adhered substance to be excessive based on clinical experience, etc. Device evaluation details: the octaray was returned to biosense webster (bwi) for evaluation. Visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed char residues attached to some of the electrodes. A patency test was performed, and the device was flushing correctly, no obstructed hole was observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31140361l and no internal action related to the complaint was found during the review. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number pc-001527049 has two reports: (1) MFR # 2029046-2024-00473 for product code d139501 (qdot micro¿ catheter). (2) MFR # 2029046-2024-00474 for product code d160903 (octaray mapping catheter).

Manufacturer narrative:
E 1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2024-00473 for product code d139501 (qdot micro¿ catheter). (2) for product code d160903 (octaray mapping catheter).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and an octaray mapping catheter and char was noted on the catheter when it was pulled out from the patient. The ablation was conducted in the left and right pulmonary veins (pvs), and during left gap ablation, when the qdot micro¿ catheter was pulled out from the patient¿s body, char was confirmed to be attached on the proximal side of the irrigation section of the catheter. The ablation behavior was normal, and the irrigation flow was adjusted automatically by the ngen generator. There was no error message observed. There were no issues related to temperature and flow on the catheter. After the procedure was completed, when the catheter was pulled out from the patient¿s body, char was found that was attached on a part of the electrode of the octaray. There was no patient consequence. During the procedure, the output power suppression was not applied much. Bull¿s eye worked normally. The procedure was completed as it was. The patient exited the room as usual. The patient has not exhibited any neurological symptoms. During the procedure, the patient was anticoagulated with heparin. Activated clotting time (act) value was not known. There was no comment from the physician about the amount of adhered substance to be excessive based on clinical experience, etc.